Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source but still would not turn on. The customer's blood glucose (bg) level was impacted (388 mg/dl). It was indicated that the customer would use a manual injection to correct elevated bg level. The customer will continue to use manual injection as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.